Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had bacteremia. There were no additional adverse patient effects reported. The crt-d was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.